Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio observed that the hard paddles the customer sent in with the device were not working, but did not observe any issue with the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy. The device was restarted and then it was able to charge. There was no report of patient use associated with the reported event.